Event description:
As reported by australian distributor, end user hospital in new zealand noted, in an angiographic syringe, black foreign particle approximately 0.5mm in diameter on the outside of the black plunger seal next to the chamber wall. There was one defective product and it is being returned. There was no patient injury.